Event description:
The customer reported to olympus, the hd autoclavable camera head had a cable break with loose contact when moving causing stripes, distortions in the picture, and a flickering image. This happened during a procedure which was cancelled. There were no reports of patient harm.

Manufacturer narrative:
Additional details have been requested regarding the reported event. At this time, no additional information has been provided. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found a twist and leak at the cable unit which are the most likely cause for the stripes, distortions, and flickering image. Additionally, loose contact when moving, due to poor water tightness of the cable unit, the water tightness was lost, and the cable unit was damaged and dented. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the image is flickering due to communication failure caused by cable failure. Regarding cable failure it is likely that cable was broken due to cable flooding. The event can be detected/prevented by following the instructions for use which state: "never reprocess or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head". Olympus will continue to monitor field performance for this device.